Event description:
It was reported that this left ventricular (lv) lead has exhibited a gradual increase in pace impedance measurements from the 1500 ohm range a year ago to a high measurement of 1899 ohms three months ago. Boston scientific technical services (ts) indicated is a high out of range measurement. The lv lead is programmed to the lv lead ring to right ventricular lead coil vector. Ts noted the lv threshold measurements are normal and stable and there is no noise observed. The patient receives lv pacing therapy one hundred percent of the time. Ts indicated that they believe it is acceptable to continue to monitor the patient for now and address the issue at the time of device replacement if nothing else changes. The device was noted to have one and a half years before reaching the explant indicator. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead has exhibited a gradual increase in pace impedance measurements from the 1500 ohm range a year ago to a high measurement of 1899 ohms three months ago. Boston scientific technical services (ts) indicated is a high out of range measurement. The lv lead is programmed to the lv lead ring to right ventricular lead coil vector. Ts noted the lv threshold measurements are normal and stable and there is no noise observed. The patient receives lv pacing therapy one hundred percent of the time. Ts indicated that they believe it is acceptable to continue to monitor the patient for now and address the issue at the time of device replacement if nothing else changes. The device was noted to have one and a half years before reaching the explant indicator. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this lv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, an additional supplemental report will be issued.